Event description:
It was reported that the battery only lasted two and one half years and had to be replaced. The patient noted that the battery must have been defective. The patient was told by the healthcare professional (hcp) the device may have been used ¿too much.¿ the patient always charged the unit and was not sure of the reason for replacement. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).